Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 5.8 inr and the result from the laboratory was 3.8 inr. The laboratory method was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.0 to 5.0 inr.